Event description:
Condition started in right eye. Very painful -stabbing pain-, very light sensitive, excessive redness and tearing, blurred vision. Condition lasted for several days before moving to left eye which lasted for several more days. I stopped wearing contact lens after the first day of symptoms. Event abated after use stopped.